Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and intervention was not required. There was nothing unusual about the patient or the procedure which may have led to this event. An endoscopy was performed prior to the procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule and the account is unsure if lubricant may have entered the capsule chamber. A repeat procedure was not necessary. No other known adverse events.